Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02274. It was reported that the right ventricular lead and the left ventricular lead was dislodged. Elevated capture threshold and increased impedance were noted on the right ventricular lead. The patient was asymptomatic. Both leads were capped. The patient was stable prior, during and post-procedure.